Manufacturer narrative:
While no serious injury occurred, there has been a report received in the past two years involving a malfunction of this device that caused or contributed to a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event, it was reported that multiple hedstroem files separated outside of pt's mouths; no injury resulted.